Event description:
Device #2 issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during pre-dilatation in the proximal lad, the 3.0x15 voyager nc was inflated to 20 atm and the balloon ruptured. The device was removed and a 3.0x20 voyager nc was inflated to 20 atm and the balloon ruptured. The device was removed and a non-abbott dilatation catheter was successfully inflated completing the pre-dilatation. A 3.0x23 xience v stent was successfully deployed and the procedure completed. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. Device #1 - voyager nc (part #1011754-15; lot #0050461), is being filed under a separate medwatch report.